Manufacturer narrative:
Pump received with intermittent up button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. All operating currents are within the specification, no unexpected low battery, battery out of limit alarm or off no power alarm noted. Pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, missing the black o-ring/seal from inside reservoir tube, cracked case near reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit and numbers were ramping on the display. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.